Event description:
It was reported the device would not engage properly. The spinplate device was loaded into the graft and verified by both the sales representative and the surgeon before being loaded onto the inserter. Once the implant was loaded onto the inserter, the cage was packed with infuse. The surgeon proceeded to place the implant, remove the inserter, and engage the spinplate. The spinplate locker would not engage with the spinplate to fully rotate it. The surgeon opted to place one screw for some type of fixation. The implant will not be returned, as it remains in the patient. No more than 10 minutes were added to the surgery as this was the time it took to discover the spinplate dislodged and place an unnecessary screw. A spare device was available in the set but not needed. It was later reported the patient was not injured due to the device issue.

Manufacturer narrative:
Integra completed its internal investigation (B)(6) 2015. The investigation included: method: trending. Results: DHR review cannot be completed as the product will not be returned as the device remains implanted and a lot number was not reported. In the past 12 months from the awareness date ((B)(6) 2015), there has been one additional complaint concerning a 21-11-3110 spin plate. Based on 12 months of sales data there were (B)(4) vu apod sets sold with two complaints with similar cause which represents approximately a .3% occurrence. Conclusion: the device was not returned to vista for evaluation, so engineering was unable to confirm the failure or analyze the failure mode. A trend analysis for the past 12 months found an increase in this failure based on the original manufacturer¿s expectations.

Manufacturer narrative:
The device will not be returned since it remains implanted. Based on reported information, integra has initiated an investigation.